Event description:
It was reported that during right internal carotid artery ica severe stenosis stenting case, subject guidewire was used to place drug-eluting stent. The operator tried several times, but the stent could not pass the lesion, so the operator decided to keep the subject guidewire and withdrew the stent out. There was friction/resistance encountered when the guide wire passes through the lesion. When manipulating the subject guidewire again, the operator checked under digital subtraction angiography dsa and found 6mm from tip of the subject guidewire was fractured. So, he withdrew the subject guidewire and tip was left inside the vessel close to the proximal of lesion. Tried to take it out using a stent retriever but failed. Then the operator finished the procedure. After the procedure the patient recovered and no other anomaly. Planned to arrange another surgery to remove fractured fragment of subject guidewire. There is no reduction in the blood flow due to an unretrieved device fragment left in the vasculature.

Event description:
It was reported that during right internal carotid artery ica severe stenosis stenting case, subject guidewire was used to place drug-eluting stent. The operator tried several times, but the stent could not pass the lesion, so the operator decided to keep the subject guidewire and withdrew the stent out. There was friction/resistance encountered when the guide wire passes through the lesion. When manipulating the subject guidewire again, the operator checked under digital subtraction angiography dsa and found 6mm from tip of the subject guidewire was fractured. So, he withdrew the subject guidewire and tip was left inside the vessel close to the proximal of lesion. Tried to take it out using a stent retriever but failed. Then the operator finished the procedure. After the procedure the patient recovered and no other anomaly. Planned to arrange another surgery to remove fractured fragment of subject guidewire. There is no reduction in the blood flow due to an unretrieved device fragment left in the vasculature.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was noted to be kinked/bend. The guidewire nitinol tubing was noted t be broken/fractured 188cm from the proximal. The distal end was noted to be broken along the nitinol tubing and the core and platinum wire at 293cm. The distal tip was not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire broken/fractured during use and un-retrieved device fragments were confirmed during analysis. The reported device difficulty engaging target vessel could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specification when returned, based on the damage noted to the returned device. It was reported that the operator tried several times, but the stent could not pass the lesion, so the operator decided to keep the guidewire and withdrew the stent out. When manipulating the guidewire again, the operator checked under dsa and found 6mm from tip of the guidewire was fractured. So, he withdrew the guidewire, and tip was left inside the vessel close to the proximal of lesion. Tried to take it out but failed. Then the operator finished the procedure. After the procedure the patient recovered and no other anomaly. Additional information provided states that friction/resistance was encountered when the guide wire passes through the lesion and the patients anatomy was severely tortuous. The guidewire was being used to treat right internal carotid artery ica severe stenosis. The device was returned, and it was confirmed that the distal tip of the guidewire had been fractured and not returned, there was additional fracturing noted to the nitinol tubing and kinking was also noted to the guidewire. It is probable that the guidewire was damaged and fractured as a result of difficulties experienced while attempting to pass the severely stenosed vessel. An assignable cause of procedural factors will be assigned to the reported guidewire distal tip broken/fractured during use and un-retrieved device fragments and device difficulty engaging target vessel and to the analyzed guidewire kinked/bent, guidewire broken/fractured during use and guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.